Event description:
Low bgs and hospitalization. It was stated that the customer was unconscious and transported by ambulance to the hosp. Customer's bgs were 31 when they arrived to the hosp. The health professionals and the customer could not determine the cause of their low bgs. Troubleshooting was attempted. However, the device would not troubleshoot beyond the full segment display. Customer reverted to manual injections.